Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a surgical procedure to reset a suture at the implantable pulse generator (ipg) pocket wound site that was sticking out of the skin slightly in the left lower back. The physician assessed that the wound site was not dehisced or impaired from a healing perspective; the suture was too superficial. No other changes were made to the pocket site or the implanted devices. The patient is recovering as expected postoperatively.